Manufacturer narrative:
Additional information: updated patient identifier, adverse event or product problem, outcomes attributed to adverse event, type of reportable event. Additional information was received that the "patient was removed from faulty ventilator and ventilated with bvm. No adverse effects noted". Reportability was updated from a malfunction to a serious injury due to the provided information.

Manufacturer narrative:
One pneupac ventilator was returned in good physical condition. The device was tested and the reported issue was confirmed. The cycle led and peep control were out of specification. The cycle led and peep control were readjusted to resolve the issue.

Event description:
Information was received indicating that a smiths medical pneupac¿ parapac plus continued to alarm low pressure. There were no reported adverse effects.